Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV and deflation.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade iii/IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, brown particle in the fill channel and crease fold . Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify striated opening on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated opening in the anterior side assessed as surgical damage.